Event description:
A 12x150mm applied medical access port was used in the usual fashion for abdominal access during a robotic surgery. While changing the robotic scope angle from 30 up to 30 down, it was found that the access port had a bend in it which would not allow for reinsertion of the robotic camera. The robotic camera was then found to have condensation inside which could possibly be related to trying to place camera back into a bent port. No fragments were found to be missing from the access port.